Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had been experiencing "cyclic" vomiting and was hospitalized for dehydration. Dates and information about the hospitalizations was not provided. A phone call to the nurse revealed no information, as they'd only seen the patient for the replacement. The patient wanted the device checked, and it was found to be depleted. The physician considered the depletion normal. The device was replaced. The patient recovered without sequelae.

Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(6) 2008 explanted: na. Lead 435135 serial# (B)(4) implanted: (B)(6) 2008 explanted: na. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. The device was at normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.